Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Fi: review of sterilization run 30037466, related to work order 3475542 did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was completed successfully and met the required specifications. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process no corrective action is deemed necessary at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection , type unspecified, onset early.

Event description:
Healthcare professional reported via device tracking "infection" against left device. The device has been explanted.

Event description:
Healthcare professional reported via device tracking "infection" against left device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, g1.